Manufacturer narrative:
A hill-rom technician noted that all of the siderails had been removed from the bed by the account by the time he arrived to inspect the bed. All of the siderails were found to be operating correctly.

Event description:
It was reported to hill-rom that a pt fell out of the excel bariatric bed. The pt was taken to the ICU due to breathing problems and a sore arm. A hill-rom technician noted that all of the siderails had been removed from the bed by the account by the time he arrived to inspect the bed. All of the siderails were found to be operating correctly. The pt reached over the siderail and unlatched the siderail on his own. When the siderail was unlatched, the pt fell out of bed.